Event description:
It was reported that the motor drive unit was not working. No case reported; therefore, there was no patient involvement. No further information was available. Results of investigation have concluded that this unit had a blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.